Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the back-therapy electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency room; however, the patient did not receive any prescription medication for the irritation. The patient followed up with his pcp and was prescribed prednisone. Outcome of the irritation is unknown.